Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, failure to extend dislodgement confirmed via fluoroscopy on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment, failure to capture and a helix mechanism issue. As received, a complete lead was returned for analysis. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.